Manufacturer narrative:
The customer reported that they are not seeing the telemetry transmitters from one of the org, but they are showing on another cns (central nurse's station). They restarted the switch, which resolved the issue. Nihon nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that they are not seeing the telemetry transmitters from one of the org, but they are showing on another cns (central network station).